Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was stuck on the care fusion application screen. Station was accessed, and the auto login checkbox for care fusion application was enabled in the station config utility. The station was then restarted, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on the login screen for cfnadmin/cfnapp and its requesting the password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.